Event description:
As reported through an article, 'initial experience assessing the feasibility of conscious sedation in patients undergoing transcatheter pulmonic valve implantation', 19 consecutive patients underwent transcatheter pulmonary valve replacement (tpvr) procedures with sapien xt, sapien 3 or non-edwards valves between july 2016 and february 2020. The patients in this retrospective study had a dysfunctional pulmonic valve or right-ventricular-to-pulmonary artery conduit. It was reported that one patient received a sapien 3 valve in the pulmonic position. The initial valve appeared to be in the right ventricular outflow tract (rvot), resulting in significant paravalvular leak (pvl). A second valve was implanted, resolving the pvl. No significant residual gradient or regurgitation was observed. No further information regarding the patient status is available.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected information: section h6. Additional information: section h6, section h10. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. A device history review (DHR) review and lot history review could not be performed as no device lot number was provided. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl ) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, the complaints for 'malpositioned thv' and 'deployed valve exhibits paravalvular leak' were not able to be confirmed as relevant imagery/medical record was not available for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. Per article, 'initial experience assessing the feasibility of conscious sedation in patients undergoing transcatheter pulmonic valve implantation', 19 consecutive patients underwent transcatheter pulmonary valve replacement (tpvr) procedures with sapien xt, sapien 3 or non-edwards valves between (B)(6) 2016 and (B)(6) 2020. Patient #6 - 29mm sapien 3 in native tissue. The initial valve appeared to be in the right ventricular outflow tract (rvot), resulting in a significant paravalvular leak. After the deployment of the second valve, there no significant residual gradient or regurgitation.' It should be noted that in this case the sapien 3 valve was implanted in native pulmonic position, which was not indicated at time of the implant. Therefore, this is considered off-label operation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the procedure itself may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.